Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. The complaint was not confirmed based on field evaluation. Isi has received the mtm for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted radical without lymphadenectomy prostatectomy surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that master tool manipulator left (mtml) on one of the surgeon side consoles (ssc) could not control universal surgical manipulator (usm2). The customer stated that no error appeared. The customer power cycled the system, but the issue was not resolved. The customer confirmed that the second ssc was working normally. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the intufosun field service engineer (fse) and obtained the following additional information: the procedure system initial configuration was dual consoles; however, since mtml of one of the sscs was not able to control usm2, the customer elected to use the other ssc to complete the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the product involved with this complaint to perform failure analysis. The master tool manipulator (mtm) was analyzed, and the reported problem was confirmed but not replicated. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was installed onto a surgeon side console fixture test platform (sftp) where all tests passed within specification. Once testing was completed, the mtm was inspected, and no faults could be identified. As a result of these findings, failure analysis was able to conclude that the calibration is the potential source of the reported event. While a definitive root cause cannot be established since the reported complaint was not replicated during in-house testing, the potential root cause for this failure can be attributed to calibration issues in left mtm. The issue was resolved by replacing the mtm and recalibrating the new mtm on ssc.

Event description:
Refer to h11 for follow-up information.